Manufacturer narrative:
It was reported that a power port was loose on the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device failed visual inspection because the controller's power port 1 was loose from the housing with the o ring gasket displaced; the locknut was loose inside.  In addition, the power port 2 connector was found loose from the controller housing with the wires exposed and the o-ring gasket missing. Internal inspection revealed that the port 2 connector's locknut and the washer were loose inside the housing, allowing them to move freely between the power board and main board.  A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. The controller failed functional testing because it did not power up. Supplemental testing revealed a faulty diode and integrated circuit which are responsible of the communication between the controller and batteries. After replacing the semiconductors, the controller performed as intended; however, this is an additional observation no related to the reported event.  Further evaluation revealed that the serial port connector was contaminated inside, and its rubber cap was missing. These findings are also not related to the reported event.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose power port connection. The controller was exchanged. No patient complications have been reported as a result of this event.